Manufacturer narrative:
As reported, the tip of 6f/7f mynxgrip vascular closure device (vcd) was bent. Therefore, it could not fit into the sheath to start the deployment of the device. There was no reported patient injury. This was an emergency trauma repair aneurysm and graft case. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The procedure used a retrograde approached. The deployer¿s mynx training status was not certified, but trained and comfortable using. Placed >20 previously. The femoral artery did not appear severely calcified on ultrasound at the time of access. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity (severe, moderate, little or none, unknown). There was no presence of pvd / calcium in the vicinity of the puncture site. Excess force was not applied during insertion. The patient's hospitalization was not extended as a result of the event. The patient¿s outcome/status after the mynx was recovered without issue. Hemostasis was achieved by manual compression for less than 30 minutes. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned with the device for investigation. Per functional analysis, the sheath involved in the event was not returned; therefore, an applicable lab sample was used for performing the insertion on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. Per microscopic analysis, the catheter¿s distal tip was slightly bent. A product history record (phr) review of lot f1916502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath" was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The procedural sheath was not returned, and therefore a complete physical investigation could not be performed. Procedural factors, such as damage to the procedural sheath, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of 6f/7f mynx grip vascular closure device (vcd) was bent. Therefore, it could not fit into the sheath to start the deployment of the device. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. This was an emergency trauma repair aneurysm and graft case. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The procedure used a retrograde approached. The deployer¿s mynx training status was not certified, but trained and comfortable using. Placed >20 previously. Femoral artery did not appear severely calcified on ultrasound at the time of access. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity (severe, moderate, little or none, unknown). There was no presence of pvd / calcium in the vicinity of the puncture site. Excess force was not applied during insertion. The patient's hospitalization was not extended as a result of the event. The patient¿s outcome/status after the mynx was recovered without issue. The device will be returned for analysis.